Manufacturer narrative:
The reported events of inability to interrogate, no magnet response and no output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pulse generator was unable to be interrogated remotely. Patient was brought to the clinic for assessment on (B)(6) 2020. The device did not exhibit any pacing and was unable to be interrogated and magnet application had no effect on the device, premature battery depletion was suspected. The patient¿s heart rate was in the low 50s and reported experiencing fatigue during exercise. The device was explanted and replaced successfully on (B)(6) 2020. Patient was in stable condition before, during, and after the procedure.